Event description:
It has been reported that the occlusion balloon would not deflate when necessary during the procedure. The physician inserted the occlusion balloon wire into the patient's saphenous vein graft and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated particulate from the vessel. The physician removed the aspiration catheter and attempted to deflate the occlusion balloon and it would not deflate. The physician attempted to trouble shoot and tried again with no success. The physician then cut the hypotube of the wire per IFU instructions and the occlusion balloon deflated. The patient is reported to be fine.